Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection observed the tubing was separated from the third y-site clearlink in the downstream part. There was no evidence of lack of solvent. The solvent was applied uniformly in the tubing. Dimensional test was performed and the tubing and the clearlink y-site housing were according to specification. The reported condition was verified. The cause of the condition could not be determined. The potential causes are an excess of solvent applied at the automatic assembly at the tail end machine as the excess of solvent could end up lubricating the tubing and letting it slide out of the bond, or an excessive force applied to the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected. The issue was identified during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.